Manufacturer narrative:
Corrected information: additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in d3 and g1. The correct MFR number is (B)(4).

Event description:
During a pfa procedure, after advancing a 13fr agilis into the left atrium with a non-abbott (pentaray) catheter, there was blood and fluid leaking out of the hemostasis valve. The agilis was switched out for a non-abbott (bsx faradrive) sheath. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak remains unknown.